Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that they were always able to use the programmer to go up and down when they needed to, but they can't get out of the system check mode, and says this started yesterday when they needed it. They later reported seeing "on, ok" and the ptm is working as designed. They are describing that there are no programs or amplitude numbers showing, to which they explained means patient does not have access to making changes. They stated they have dyskinesia yesterday and that's why they wanted to adjust it. They synced with the programmer and the programmer showed stim on. They state they used to be able to make changes. They state they don't think any electromagnetic interference could have caused this. They state a fall may have been related to the issue. No further complications were reported or anticipated with this event.